Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/delivery, and excessive no delivery alarm tests. Unit functioned properly. However noisy motor noted during testing due to faulty motor. Unit received with minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm and the motor was squealing. Blood glucose level at the time of the incident was 120 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.